Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported they have noticed that the altitude chest drainage system does not maintain suction and the teams report an air leak sound. The patient had to return to the recovery room to change the device. There was no patient injury.

Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There is a photo attached to the complaint and this has been reviewed, from this review the manufacturing site cannot confirm the reported issue. Unfortunately, without a physical sample, we are unable to confirm the reported condition. If a sample should be returned later, this complaint will be reopened, and the investigation updated to reflect our findings. Without a physical sample being received, we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause(s) of the reported condition or implement any corrective action(s). A corrective action is not applicable at this time. The current process is running according to product specifications, meeting all quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.